Manufacturer narrative:
The received device had the cannula assembly fully deployed. The cannula measured the correct full length according to specification and did not appear bent/kinked. Inspection of the cannula assembly found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. The downloaded data returned an 0x33 alarm, indicating the user did not send a command to the pod within the allotted amount of time. Generation of the hazard alarm stopped the delivery of insulin. No defects or deficiencies were observed in the device. During investigation, the pod was successfully paired to a pdm, and completed priming and a 5u bolus. No hazard alarm was generated during this test.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 18 mmol/l (324 mg/dl) while wearing the pod between 24 and 36 hours on the abdomen. The pod was removed, and the cannula was noted to be bent. Hyperglycemia treated by applying a new pod and bolus 6 units.